Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. After engaging the lesion with a guide catheter, a 3.00mm x 24mm synergy drug-eluting stent was advanced to treat the lesion. However, upon starting to advance the device into the patient's body, it was noticed under fluoroscopy that the shaft became separated inside the guide catheter. The physician was able to retrieve the entire system. The device never went fully into the patient's body but only into the guide catheter. The procedure was completed with another of the same device. The procedure was extended for 3 minutes with no patient complications nor injuries reported.